Manufacturer narrative:
Correction: information was inadvertently not included on the initial medwatch. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the specific root cause could not be determined at this time. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the illumination lens was cracked; the flexible tube of the insertion section was crushed; wrinkles in the insertion tube; flare occurred due to cracks in the illumination lens; the electrical insulation of the tip was not maintained due to peeling of the curved rubber adhesive part; the curved rubber adhesive part was missing; scratches found on the tip cover; discoloration of the operation part; the suction cylinder was scraped; wrinkles were observed in the universal cord; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope presented with an angulation malfunction. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.